Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-01867, 2134265-2013-01868. It was reported that during a coronary artery stenting treatment procedure, there was no reflow in the treated target vessel. In (B)(6) 2011, the patient presented due to chest pain radiating to left arm and was referred for cardiac catheterization. The 1st de novo target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 35mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct placement of two overlapping taxus element stents of size 3.00x32mm and 3.00x12mm. After the lesion was post-dilated with a 3.5x15mm apex balloon, there was "no reflow" observed, which was treated with ic adenosine, ic nitroglycerine and ic reopro bolus, with 0% residual stenosis. The 2nd de novo target lesion was located in the distal right coronary artery (dist rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.8mm. The physician treated the lesion with direct placement of a 3.50x12mm taxus element stent, with 0% residual stenosis following post-dilation. The 3rd de novo target lesion was located in the proximal right coronary artery (prox rca) with 70% stenosis and was 10mm long with a reference vessel diameter of 4.2mm. The physician treated the lesion with direct placement of a 4.00x12mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).